Manufacturer narrative:
Evaluation and investigation of the device showed no relevant error which may have caused or contributed to the occurred event.

Event description:
User reports a complete malfunction with loss of function incorrect joint behavior - no stance phase resistance once: after 3 normal steps the joint went free. After getting up in the morning, the user walked three normal steps, with the fourth step the joint opened without damping. The patient is osseo-integrated and sustained a femur fracture when she fell. The femur was surgically fixed with a plate and loops to ensure healing.

Manufacturer narrative:
Device evaluation in progress; supplemental report will be submitted after additional information has been obtained.